Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (damaged ceramic tip) was confirmed. In addition, the sealing set was worn out. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the ceramic tip of a resection sheath, 24 fr. Was missing. There was no patient harm associated with the event.